Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: unknown, migration of essure device location of device: external to the left fallopian tube"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding") and infection ("infection (other) describe: from essure implant") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Concomitant products included drospirenone + ethinylestradiol (yasmin) since 1992 to october 2009 for birth control. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection (seriousness criterion medically significant), back pain ("lower back pain"), visual impairment ("vision problem"), eye disorder ("eye problems"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, headache, dyspareunia, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, infection, back pain, alopecia, nausea, visual impairment, eye disorder, fatigue, weight increased, weight decreased and migraine had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet received : the reporter and product information updated. The events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type:, infection (other) describe: from essure implant, apareunia (inability to have sexual intercourse), malposition of essure device location of device: unknown, migraines / headaches, migration of essure device location of device: external to the left fallopian tube, nausea, dyspareunia (painful sexual intercourse), pain, vision/eye problems type:, fatigue, weight gain / loss specify which one:, hair loss added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in around 2009, underwent a pelvic surgery). Essure was removed in 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.